Event description:
On september 14, 2020, customer called technical support (ts) and reported during a run on a revogene instrument they smelled a burning odor. Customer stated that they immediately aborted the run on the revogene instrument. Ts informed them that a burning smell is typically a pie rubbing against the inside of the revogene instrument because it isn't seated properly. Revogene instrument was on a cabinet which may not be stable enough for the revogene instrument. The revogene instrument was moved to a counter and another instrument moved to the cabinet. Customer is satisfied with ts assistance. It is a known failure mode that improperly setting pies in the rotor can lead to a "blocked rotor" and left unattended can result in the smell of heated plastic; however, the instrument will shut down if the rotor becomes blocked. The product labeling describes the importance of seating pies in the rotor properly. This complaint was found as part of a review for MDR 1524213-2024-00001 and after careful review, meridian has elected to report out of an extreme abundance of caution. There were no reported claims of serious injury or harm as a result of the burning smell.